Event description:
The customer reported a communication error, the field engineer noted that the system locked up. There is no report of death of serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.